Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient had inaccurate values on their cgm which resulted in an adverse event. The cgm was reading 400 mg/dl and the bg meter was reading 714 mg/dl. The patient refused to provide event details other than being hospitalized due to his high bg levels. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid for an unknown date. No additional patient or event information is available.